Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the ok and contrast keypad button contacts. Investigation also revealed that the display was dim/faded and the display text was discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/02/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2014 with the following findings: the keypad was found to be torn/punctured. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under the ok and contrast key contacts. Additionally, evaluation revealed that the display was dim/faded and the display text was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).